Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Failure analysis investigations confirmed but did not replicate the customer-reported complaint. The primary finding of a functional test failure related to sensor failure was associated with the reported complaint. The instrument was found to have sensor failures based on log reviews but was not replicated during in-house testing. The instrument was tested on an in-house system, passing the recognition and engagement tests. It moved intuitively with a full range of motion in all directions, and the grips opened and closed properly, indicating full functionality. The instrument was installed multiple times with no related errors. A review of field logs found multiple 220 errors with a p1 value of 6, indicating a bias calculation failure. The root cause of this complaint is not determinable. Additional observations not reported by the site: the instrument was found to have damaged conductor wire insulation at the yaw pulley. There was no fragmentation of the insulation, but the internal conductor wires were exposed. Although the conductor wire insulation was damaged, the internal wire was not frayed or fully broken. Energy was delivered without issues on the in-house system, and the instrument passed the electrical continuity test. Further inspection found no abnormally sharp or damaged components that could have contributed to the cable breaking. Common causes of damaged insulation on the instrument conductor wire: bipolar: are attributed to mechanical impacts, such as accidental drops or collisions with other instruments or hard surfaces during handling or use.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer experienced instrument registration issues. The procedure was being completed as planned with no reported injury.